Manufacturer narrative:
Product evaluation: one 8.5f fast-cath introducer was received for evaluation, coiled within a plastic bac. A blood-like substance was present on the returned device. During an attempt to check for aspiration through the side port, the extension tubing with stop cock detached from the side arm port. Microscopic examination of the detached extension tube revealed evidence of a solvent bond. The solvent bond was completely around the tube. There was no evidence that the tubing was stretched or damaged. Review of the device history record confirmed this met manufacturing requirements prior to shipment. In conclusion, visual inspection of the returned introducer revealed the extension tubing detached from the side arm port. Additional testing confirmed the presence of a solvent bond on the detached extension tube. Upon completion of additional testing, a follow up medwatch report will be submitted.

Event description:
It was reported the device was placed in the patient and a leak was noted at the hemostasis valve/extension tubing junction. This device was replaced with a second. There was no reported patient injury.